Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Reportedly, the cat chewed through a line causing the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's spouse.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient and recommended to keep all pets away from the home patient's supplies.